Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. It was observed that the black sheath was pulled back, exposing the inner wires. There were 2 inner wires connected to the connector collar, and 1 wire was detached from the connector collar. Both connector collars remained intact and attached to the cord and showed no signs of visual defects. Based on the return condition of the device and the results of the investigation, the reported complaint was confirmed for the reported failure mode "break; cord".

Event description:
The hospital reported that post use an endoscopic vein harvesting procedure, hemopro2 extension cable broke at connector. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history/serial number review was not applicable. A serial/lot number was not provided and the specific product serial/lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that post use an endoscopic vein harvesting procedure, hemopro2 extension cable broke at connector. The hospital did not report any patient effects.